Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that he was unable to test with his onetouch ultramini meter. The customer service representative (csr) noted that the patient was testing in the meter's memory mode. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the csr. The patient alleged that the issue began one week prior to contacting lfs (at 10pm). The patient indicated he manages his diabetes with insulin (self-adjuster); it is not known, however, how often the patient is testing his blood glucose with the subject meter and the type/dosage of his insulin. In response to the reported issue the patient indicated he continued with his usual dose of medication (12 units of insulin) in the morning, date/time not specified. One hour after the alleged issue occurred (at 11pm) the patient claimed he experienced symptoms of dizziness and weakness. It is not specified how long the reported symptoms continued for, it is not known if the patient suffers from any other health conditions, and it is also not known what treatment, if any, the patient administered. For reasons unspecified, the patient indicated he went to the emergency room (ER) three days after the alleged meter issue began. Prior to going to the ER it is not specified if the patient tested with another device, it is not known if the patient was experiencing any diabetes related symptoms, and what changes, if any, the patient may have made to his diabetes management in the days leading up to his ER visit. During his time in the ER, the patient does not recall the blood glucose result with the ER/hospital meter; however, claimed he was administered IV fluids. At the time of troubleshooting, the csr educated the patient on the correct blood glucose testing procedure and the alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.